Event description:
The customer reported a problem with her mother's precision xtra/optium blood glucose meter which had "numbers missing and because of that she could not read it properly." The customer reportedly received additional medication and became disoriented, could not get up or walk around. The customer reported the following symptoms: "very lethargic and speech was slurred". Additionally, customer "lost consciousness" and the paramedics were called. The customer was treated at home with "juice and a half of a sandwich" to counteract the event. There was no report of medical treatment or use of prescription drugs to counteract the event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.